Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly) and damaged during decasing process was observed. It was unable to scan sensor. An extended investigation has been performed. The puck was received by the hardware product quality engineering (hpqe) team. A visual inspection was performed using a digital microscope on the returned puck. Cracks were observed on the printed circuit board assembly (pcba). Since the sensor was damaged during the de-casing process, further testing could not be performed because the sensor no longer scans. The returned sensor was damaged during the de-casing process and that this damage affected the sensors¿ ability to scan; therefore this issue is unable to be tested. An extended investigation was also performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Section h6 (investigation findings) code c20 (no findings available) and d15 cause not established was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 251 mg/dl compared to readings of 119 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 8 days. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 251 mg/dl compared to readings of 119 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 8 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been returned for investigation. A follow-up report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.